Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth devices due to the patient's concern with the product". Later, healthcare professional reported "possible rupture". This record is for the right side. Device remains implanted.